Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During routine testing of the device at the service ctr, the quality engineer reported that the auxiliary printed circuit board assembly was bad. Since the event occurred during routine testing of the device, there was no pt involvement during this event.